Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient information verification form in may 2017 that this patient died on (B)(6) 2017. The patient had been presented back to the electrophysiology (ep) laboratory on (B)(6) 2017 for a scheduled device replacement procedure. The chronic device was explanted due to normal battery depletion.